Event description:
Reporter indicated the patient presented with redness and swelling at the neck and chest sites post vns therapy system "battery replacement' surgery. She stated, "...she feels that something is not right about the implantation site" and "there is a bump at the generator site." She further stated that the "previous battery was implanted under the muscle", but this time she can feel it and the lead under the skin. Reported indicated that cultures were negative for infection. She sated that the implanting physician"...did not feel that there was anything wrong." The vns therapy system generator was explanted and per the explanting facility and the returned product form, the patient was explanted for infection. The lead was left implanted in the patient. Good faith attempts to obtain additional information are being made. The explanted product was returned to the manufacturer and is pending product analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records for the pulse generator and leads confirmed sterilization of the device prior to the distribution. Vns therapy labeling lists infection as a potential adverse event, related to surgery.